Event description:
The consumer's father reported the heating pad caused severe burns to her abdomen. The pt is a paraplegic, using the heating pad in this manner is contrary to proper use instruction as stated in the owners manual. The pt was seen by a medical professional and is healing nicely.